Manufacturer narrative:
Integra completed its internal investigation 01/24/2017. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: device history record reviewed for this product ID serial # (B)(4) manufactured on 10-16-12 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back for this reported failure and or related to "metal free ratchet pin and stop wheel became loose" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Engineering and repairs were not able to confirm the customer complaint. The skull clamp passed inspection without any observations. The customer mentioned the metal free arm¿s carrier (B)(4) malfunctioning during a procedure, but it also passed the 1101 inspection checklist functional checks. This was tried multiple times. Conclusion: engineering and repairs were not able to verify the customer complaint; therefore, no root cause can be attributed at this time. The skull clamp passed all of its functional checks. This is an isolated incident and will be monitored for trending.

Event description:
This is the first of two reports (same patient, same surgery, same product problem, different product ID). Linked to mfg report: 3004608878-2016-00330. On (B)(6) 2016, a (B)(6) male patient was undergoing a cervical surgery. He was pinned using 60 pounds of pressure in the supine position. He was placed on the a2114p mayfield infinity xr2 skull clamp with the metal free conversion ratchet. Once the patient was positioned into the prone position the head of the xr2 system was locked into position using the 7 inch extension link and the single starburst swivel adaptor. The head needed to be repositioned slightly and the blue and yellow starburst repositioned and then re-locked. At this point the metal free ratchet pin and stop wheel became loose. It was also noted, by the surgeon, that the locking knob did not seem to have a definite click as does the aluminum mayfield skull clamp. There was no patient injury. The incident caused a 20 minute delay in the surgery while the xr2 skull clamp was swapped out with regular mayfield skull clamp.